Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable lead was attempted due to product performance issue. There was no additional information that was received. The lead was never in service. No adverse patient effects were reported.